Event description:
The customer reported a loss of the device's parameters settings after the device was powered down, and then back up. The nellcor puritan bennett customer support engineer (cse) verified the memory loss, and no audible alarm during the power disconnect test. The cse inspected the device and tightened the loose battery terminals. The unit passed extended self testing. The customer stated that the device was not on a pt when the malfunction was discovered. No death or serious injury was reported by the user. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.